Event description:
Sorin group received a report that during a procedure, an s5 double head pump stopped and the display went blank. The pump was power cycled and the case continued without any further issues reported. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, an s5 double head pump stopped and the display went blank. The pump was power cycled and the case continued without any further issues reported. There was no report of pt injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.